Event description:
Oracle ro (B)(4): continuously beeping (unknown/no patient injury).

Manufacturer narrative:
Additional information was received indicating that the event had no patient involvement.

Manufacturer narrative:
Corrected data: d4: model number: 6400.